Event description:
On the morning of (B)(6) 2022, staff were preparing to move the patient from the ICU for a radiology procedure. The patient was on a ventilator in the ICU and was transitioned to a transport ventilator for the move to radiology. Shortly after connection to the transport ventilator, staff noted a decline in patient's cardiorespiratory status. Resuscitation efforts were initiated but were unsuccessful. FDA safety report ID#:(B)(4).